Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a c-section, the surgeon was holding tissue up and cutting through it when a flame occurred at the tip of the device. The surgeon felt like she received a burn from this pencil but they could not see a hole in her glove. The generator and pencil were switched out and the procedure finished without any further issues. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation of the concomitant force ez 20 generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The incident pencil was not returned to covidien for evaluation.